Event description:
It was reported that from 1998 to 2000, the physician had to remove retained sutures that were used to close the anterior abdominal wall fascia. The physician describes the pt developing 'foreign body infections resulting in draining sinuses along the length of the abdominal wall closure'. This has occurred in 'approximately 10' of the physician's patients. The sutures were removed in his office or in surgery.